Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse removed the uninterruptible power supply (ups) from the advia 2120i hematology system with single aspirate autosampler. The cse verified that the advia 2120i hematology system with single aspirate autosampler was operational after removing the ups. The burning smell was emitted from the ups unit and not the advia 2120i hematology system with single aspirate autosampler. The ups unit contains two fuses which are designed to trip if there is a spike in power or an overload coming into the system. When these fuses are tripped there is normally an electrical smell associated and power coming in is cut-off. The cause of the event is the tripping of the fuses as designed. Siemens is investigating the cause of the electrical shock.

Event description:
The customer alleged they received an electrical shock and noticed a burning smell after turning on the uninterruptible power supply (ups) attached to the customer's advia 2120i hematology system with single aspirate autosampler. There are no reports of health consequences for the customer and the customer did not require medical treatment. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and haven't been verified.

Manufacturer narrative:
The initial MDR 2432235-2020-00325 was filed on 17-jun-2020. Additional information (09-jul-2020): the front panel that contains the on/off switch for the uninterruptable power supply (ups) as well as the on/off switch itself is plastic which would eliminate the possibility of electrical shock other than normal static. The cause of the reported electrical shock is unknown. The system is performing according to specifications. No further evaluation of this device is required. The result code and conclusion code in h6 were updated.